Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt''s blood glucose results were 286mg/dl, 107mg/dl, 180mg/dl. Tests were done within 1 minutes with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.